Event description:
The customer endoeye high-definition ii, autoclavable video telescope was returned to the olympus repair center for evaluation for a reported colored image defect, ¿purple artifacts on the image¿. The customer reported event was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus and the customer¿s reported purple artifacts on the image problem could not be confirmed or reproduced. During testing of the device, it was identified an alternation between image with noise and an intermittent disappearance of the image function, along with endoscope communication errors, e216 and b30. The error(s) problem was isolated to a defective video cable unit. The inspection also observed the plan glass at the distal end of the rigid insertion tube is cracked. The device has no previous repair history. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 501(k): k190744.

Manufacturer narrative:
Corrected fields: h4 (from jul 9, 2021 to jul 19, 2021). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable malfunction (purple artifact) was not reproduced. Olympus will continue to monitor field performance for this device.